Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the root cause of the printed circuit board failure and the loosening of the dimm (dual in-line memory module) could not be conclusively determined. Olympus will continue to monitor field performance for this device. The otv-s400 instruction manual identifies the following related verbiage under section '9.2 troubleshooting guide': code: e116, e118. Error message: otv error. Possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.

Event description:
A user facility reported to olympus that during preparation for use, the visera 4k uhd camera control unit have an error code e116. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported error e116 which was due to loose device. Additionally, error e118 was also noted on the device which was due to defective v. Board. The faulty parts were cleaned and replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.